Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audible desat alarm generated by the intellivue mx500 patient monitor for a spo2 value of 50% on (B)(6) 2020 around 09:45 for the newborn baby in bed m666. The baby was dusky upon examination.

Manufacturer narrative:
The customer advised that the saturation low alarm limit in the mx500 was set to 88% and the desat limit to 80%. The audit log from the central station, the alarm review from the mx500 patient monitor as well as the trend data review from the central station were forwarded to philips product support engineering (pse) and research & development (r&d) for further evaluation. The trend data from the central station, the spo2 value was never below the desat limit of 80% for longer than 10 seconds between the time frame of 09:40 - 09:57. As the alarm delay for desat is 10 seconds, no desat alarm would have been announced for this time frame. Based on the spo2 low alarm limit of 88%, several spo2 low alarms would be expected in the respective time frame when looking at the trend data. However, the provided central station trend data had a lower resolution than originally collected values and was not showing every spo2 value. Therefore there might have been spo2 values in between the shown values which were not violating the spo2 low alarm limit. One spo2 low alarm was announced at 9:40:33 and several respiration rate alarms were generated in the respective time frame as seen in the alarm review of the monitor. Higher resolution trend data would be required for a more detailed analysis. The respiration rate of the patient was found to be extremely dynamic, reaching from 19 respirations per minute (rpm), for which a rr low alarm was generated at 09:44:35 in the alarm review of the monitor, to 94 rpm at 09:56. This would suggest that the spo2 values would also have been very dynamic and thereby leading to a situation where the spo2 low alarm limit would not have been violated for longer than the spo2 low alarm delay of 10 sec. The investigation by pse and r&d, the biomed at the customer site tested the monitor and found it to be working as extended. All alarms were generated as expected and no trouble was found with the device. No subsequent calls were received from the customer regarding the reported device and issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.